Manufacturer narrative:
Zimmer biomet complaint number - (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-04427, 0001825034-2018-04428, 0001825034-2018-04429, and 0001825034-2018-04430. Date of birth - 1948. Concomitant medical products- vanguard cr ilok fem-lt 75 catalog #: 183034 lot #: 833540, biomet finned pri stem 40mm catalog #: 141314 lot #: 017510, bmet arcom ap patella 37mm catalog #: 11-150824 lot #: 371400, vngd cr tib brg 10x79/83 catalog #: 183460 lot #: 513750, optipac-s 40 refob bn cmt r catalog #: 4710500394-1 lot #: a540a05470. Foreign - (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a synovectomy procedure due to infection approximately seven days post-initial implantation. No implants were removed. The patient was noted to have pneumonia and a urinary tract infection (uti) at the time of the infection.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Submitted xrays were reviewed and noted implanted device postop findings of gas in the soft tissues. Alignment of implanted components were noted as grossly neutral with exception of tibial coronal sagittal alignment was approximately 5-6 degree posterior slope and femoral component coronal alignment was approximately 5 degrees valgus. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left total knee arthroplasty. Subsequently, the patient underwent a synovectomy procedure due to infection approximately seven days post-initial implantation. No implants were removed. The patient was noted to have pneumonia and a urinary tract infection (uti) at the time of the infection. Attempts to obtain additional information were made; however, none was available.